Event description:
Information received by medtronic indicated that insulin pump had a multiple pump error alarm. Customer was able to clear alarm. Customer did receive request to rewind pump and able to rewind insulin pump. Fill cannula was recorded into pump history. Device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring=black. Case type=ngp. On 09/27/2022 customer called in with the following concern: customer called to report she received code 4 on sept 9, 14 and 26 and there was also pump error 53.p-cap locked in place properly during testing. Unit was successfully downloaded using (thus software). Proceed it with the following testing to assure proper functionality of the unit. Unit passed displacement test and self test.the adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 4 and 53 alarms were found on 09/09/2022, 09/14/2022 and on 09/26/2022. During download review, pump error 53 alarm confirm in (adapt). File ID=49 line ID=18354. No pump error 14 was recorded in download history. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per r&d investigation it was determine that pump error 53 was cause due to memory corruption. Pump error 4 was a sequence to pump error 53. No pump error 14 noted during testing or in download history data. Problem isolated to electronic assemblies. Unit received with cracked case (battery tube), cracked battery tube threads and faded serial number label.in conclusion no pump error 14 alarm noted during testing. However, during download review pump error 53 and 4 were confirm. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Information received by medtronic indicated that customer received pump error alarms. Troubleshooting was performed. No harm requiring medical intervention was reported. The product will be returned for failure analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.